Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# j0214187v, implanted: (B)(6) 2002, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they met with the healthcare provider (hcp) and manufacturer¿s representative (rep) on (B)(6) 2008 who determined one of the lead contacts was dead (#2), but were able to program around it. There were no traumas or falls reported related to this issue. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.